Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Anesthesia control board was replaced to resolve the reported issue. No report of patient involvement. Incident date: unknown unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.